Manufacturer narrative:
Investigation summary: one photo was provided. It shows two needle assemblies with no plastic shield, the plastic hub are the same color. The needles are different length. It is likely that the incorrect needle assembly was not removed during a line clearance. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion: this is the 1st complaint for lot # 8360864 for this type of defect or symptom. There was no documentation for this type of defect during the entire production run of this batch. Rationale: CAPA not required at this time.

Event description:
It was reported that an unspecified number of needle ns 25ga 3/4in w/o silicone experienced a mix of product types in a pack which was noted prior to use. The following information was provided by the initial reporter: material no: 301670 batch no: 8360864. It was reported that mixed product was observed during visual inspections. Event description per attached email states: date of incident: (B)(6) 2020. Part no.: 05-8016 (300030259). Batch no.: 8360864. Qty impacted: 1 bag. Description of complaint: incoming inspector found mixed product during visual inspection.